Manufacturer narrative:
Results: the introducer sheath was ovalized distal to the embolization coil. The embolization coil was compressed along its length. Conclusions: evaluation of the returned ruby coil revealed an ovalized introducer sheath. This damage is likely a result of forceful mishandling during preparation for the procedure. Further evaluation revealed compression damage along the length of the embolization coil. This is likely a result of advancing the embolization coil against the resistance created by the ovalized introducer sheath. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in left gastric using ruby coils (ruby coils). During the procedure, the physician experienced resistance and was unable to advance a ruby coil into the hub of the lantern delivery microcatheter (lantern). Therefore the ruby coil was removed and the procedure was completed using new ruby coils and the same lantern. There was no report of an adverse effect to the patient.